Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flow blocked alarm. The customer's blood glucose value was 256 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated they have received recurring no delivery alarms and have tried only one size of the infusion set and cannula length. The customer informed that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.